Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "leaking and rupture/tear". Patient also reported "breast implant illness , neck and muscle pain, vertigo, fibromyalgia like symptoms, brain fog, pancreatitis, mold and bacteria, and positive lab results indicating high metals within the bloodstream, chronic fatigue, headaches and neurological problems"; these events are not device related. Device was explanted. This record is for the right side.